Manufacturer narrative:
Sechrist personnel evaluated the unit and the internal mixer. There is evidence to suggest the end user may have tried to calibrate the module, as the tampering indicator material on the non-fluidics module adjustment needles had been compromised. In addition, the ventilator was overdue for the recommended 2 year overhaul. Upon eval, the alleged failure could not be duplicated. The inspiratory pressure was out of specification, and the device was out of calibration, but all remaining parameters were within specification.

Event description:
The reporter of the event indicated the peep readings on the screen are not stable and varies. In some cases, the pt's sa02 levels decrease.